Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that "the knob on the leg fell out" and he reportedly fell and injured his wrist, foot, ankle, and knee. The end user received an x-ray which revealed a slight fracture to his knee, and he will be visiting his primary doctor to discuss his knee injuries. Drive requested the unit be returned for investigation and will file an update if additional information becomes available.